Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, which was a standard for the implanting physician. Following the implant of a transcatheter valve, in the patient's native annulus using a medtronic guidewire, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs). Subsequently, a second transcatheter valve was implanted. It was noted that the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the dislodge was caused by interaction with the nose cone of the dcs.

Manufacturer narrative:
This is a system report. Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #:(B)(6), ubd: 04-dec-2026, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d. Suspect medical device: expiration date, lot#, and full UDI# h4. Device mfg date h6. Eval code method related to the suspect dcs was changed. Corrected data: d10. Product ID: evfxplus-26, full UDI# for the valve: (B)(4). Manufacturing date for the valve: 2024-12-04 implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, which was a standard for the implanting physician. Following the implant of a transcatheter valve, in the patient's native annulus using a medtronic guidewire, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs). Subsequently, a second transcatheter valve was implanted. It was noted that the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the dislodge was caused by interaction with the nose cone of the dcs.